Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 400's mg/dl. The customer change their pump supplies and delivered correction boluses to address the bg levels. The contact stated that they are currently working with their healthcare provider in order to edit the customer's settings to help better control the customer's diabetes.